Manufacturer narrative:
Argus case (B)(4).

Event description:
It came out as stream and it choked him. [Choking]. Caused my husband to gag. [Gagging]. Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u96271, expiry date 30th june 2021) for dry mouth. This case was associated with a product complaint. On (B)(6) 2019, the patient started biotene mouth spray (original). On an unknown date, an unknown time after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), gagging and product complaint. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking, gagging and product complaint were unknown. The reporter considered the choking and gagging to be related to biotene mouth spray (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call on (B)(6) 2019. The consumer reported that "on sunday I purchased biotene moisturizing mouth spray for my husband to help alleviate his dry mouth. The spray was not a spray but a stream, which caused my husband to gag. Did I get a defective product? Please help". Follow up information was received on 16 october 2019. The consumer reported that "it came out as stream and it choked him. What about the refund I requested. This is the only thing the doctor recommended". Initial and follow up information was included in above narrative. Follow up information was received on 18 october 2019. The lot number was updated as u9g271.

Manufacturer narrative:
Argus case (B)(4). Please see the narrative for summary of evaluation.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u96271, expiry date 30th june 2021) for dry mouth. This case was associated with a product complaint. On (B)(6) 2019, the patient started biotene mouth spray (original). On an unknown date, an unknown time after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), gagging and product complaint. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking, gagging and product complaint were unknown. The reporter considered the choking and gagging to be related to biotene mouth spray (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call on (B)(6) 2019. The consumer reported that "on sunday I purchased biotene moisturizing mouth spray for my husband to help alleviate his dry mouth. The spray was not a spray but a stream, which caused my husband to gag. Did I get a defective product? Please help". Follow up information was received on (B)(6) 2019. The consumer reported that "it came out as stream and it choked him. What about the refund I requested. This is the only thing the doctor recommended". Initial and follow up information was included in above narrative. Follow up information was received on (B)(6) 2019. The lot number was updated as u9g271. Follow up information was received on (B)(6) 2019 from quality assurance (qa) department regarding complaint number (B)(4), 7904785 (issue number) for lot number u9g271. The investigation report included that, sample was not returned for this complaint. All batch records for the complaint lot u9g271, had been reviewed, were accurate and met standards. Any quality deviation and investigation for the batch had been reviewed. There were no signs of abnormality or incidents during the operations. There were no deviations or incidents during the packaging of the lot where fill quantities, product labeling, lot number, or expiration dating were incorrect. Without the returned product no further investigation could take place. This complaint could be closed if product was not returned.